Event description:
A customer reported the footswitch failed during a procedure. There footswitch was exchanged to proceed with the case. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).